Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was admitted into the emergency room (ER) with a blood glucose level of 526-576 mg/dl with small ketones, frequent urination, weakness, and fatigue. Customer attempted to address the elevated blood glucose (bg) by administering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue. The customer was released (B)(6) 2023 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.